Event description:
It was reported that the facility's mr technician inadvertantly introduced ferrous material into the mr scan. A five pound bag of ferrous material contacted the patient in the face causing a cut to the chin and a cut to the tongue during an MRI scan. The patient received a CT scan after the incident and all reports came back negative.